Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
On july 15, 2020, olympus medical systems corp. (Omsc) received literature titled "original article epidemiology,clinical practice and health clinical impact of evaluation of frailty in endoscopic submucosal dissection for early gastric cancer in elderly patients". In the literature, it was reported that 3 perforations were observed in 142 patients with the endoscopic submucosal dissection. We do not found that what the severity of these perforations is and also whether these perforations could be completely closed or not. The esd procedure was performed using the single use electrosurgical knife (it knife or dual knife). The model number was not identified. Based on the available information, a direct relationship between the olympus product and the observed adverse events could not be determined. However, the literature indicated that the perforation associated with esd. Therefore, omsc will submit 3 medical device reports (MDR) for the perforation of the single use electrosurgical knife. This report is 1 of 3 reports for the intraoperative perforation of the single use electrosurgical knife.